Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 15 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 11 mm in diameter. The right and left external iliac arteries measured 7 mm in diameter. The neck angle was 17 degree. There was mild tortuosity and calcification. It was reported that during the index procedure, the bifurcate was implanted lower than intended due to the physician did not correct for parralax. There was no endoleak after the bifurcate was implanted. The physician felt the bifurcate had inadequate seal which was about 5-7mm seal. The physician then implanted an endurant cuff however, it was unintentionally implanted partially covering the left renal artery approximately 40 percent. The physician was able to cannulate the wire and dilate the left renal artery but was not able to get enough guide support to place a renal stent. The physician decided the patient only has partial coverage and widely patent upper left renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).